Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to the f&p service center in (B)(4) where it was inspected by a trained f&p service technician. Results: visual inspection of the returned neopuff revealed physical damage to the gas outlet port of the fascia and valve assembly. The damage appeared to be the result of an impact to the device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We note that the subject neopuff is over 10 years old. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that an rd900 neopuff infant resuscitator was damaged. Upon evaluation, it was confirmed that the gas outlet port was damaged. There was no patient involvement.